Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2020-00896; 940-02-50e, s809 - trauma, s801 device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient had fell and the cup had brooke through the medial wall.